Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked. The trocars were replaced with those of another company. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Ten opened trocar assemblies with tip protectors, one opened cannula/hub assembly, and three handle blade assemblies with tip protectors were received for evaluation. The returned samples were visually inspected. Four cannula/hub assemblies were found conforming, four cannula/hub assemblies were found non-conforming with a cut septum, three cannula/hub assemblies were non-conforming with open valves, and three trocar assemblies were found non-conforming with missing cannula/hub assemblies. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).